Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "passed out" after getting "covid shot" and "shingles shot". The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.